Manufacturer narrative:
Sc-1110-02, sn: (B)(4). Device evaluation indicated that the ipg passed all the required test and revealed normal no anomalies.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.